Event description:
Event description guidant received information that this implantable lead has inconsistantly exhibited out-of-range shocking impedance values. All other lead diagnostics are normal. The physician states the patient does want tachy therapy, so the device will be left in monitor only.